Manufacturer narrative:
Conclusion - customer evalauted unit. Replacement part was sent to customer.

Event description:
It was reported by service report that the locking bar will not close and it is stuck open. No patient involvement or adverse consequences are reported.